Event description:
Pt was implanted with charite disc in 2005 at l4/5 with excellent results. He later developed ddd at adjacent level l5/s1. He was implanted with pro disc in 2007. Pt has had pain and surgeon told him that it could be related to scar tissue related to prior artificial disc implantations. As this could result in the need for surgical intervention an MDR is being filed to document this event.

Manufacturer narrative:
No conclusion can be made at this time. Event cannot be attributed to any shortcoming of the device or info supplied with the device at this time.